Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient's hands started to shake last week on (B)(6) 2018 and she saw her hcp who reprogrammed her on (B)(6) 2018 and she stopped shaking but felt "funny" mentally. The patient stated her shaking started to return gradually. The patient stated she spoke with the hcp again but he was out of the office. The nurse spoke with a doctor suggested she turn therapy off at night and turn therapy back on in the morning. The caller reported the therapy was only turned off once previously and the patient saw a drastic change. During the call the ins showed stim on and ok, programming at 1.40 a 3.40. The patient mentioned she replaced the patient programmer batteries the night prior to the call because the pp was not powering on. The patient confirmed replacing the batteries resolved the issue and the patient was able to successfully power the pp on during the call. No further complications were reported or anticipated.